Event description:
Patient was undergoing surgery for a left hip bipolar hemiarthroplasty. A stryker orthopedics universal cement restrictor-disposable inserter broke during surgery. Unfortunately a portion of the implant that was to be removed broke off in the patients femoral canal. The majority of the handle was removed. Some of the handle fragments were retained and impacted further distal femur. Intraoperative xray obtained. The decision was made to leave that portion of the handle rather than perform a femoral osteotomy. Because the handle was recessed enough to allow full implantation of the echo fix femoral stem, decision was made to use a taper lock micro-stem length 95mm instead.

Event description:
Patient was undergoing surgery for a left hip bipolar hemiarthroplasty. A stryker orthopedics universal cement restrictor-disposable inserter broke during surgery. Unfortunately a portion of the implant that was to be removed broke off in the patient's femoral canal. The majority of the handle was removed. Some of the handle fragments were retained and impacted further distal femur. Intraoperative xray obtained. The decision was made to leave that portion of the handle rather than perform a femoral osteotomy. Because the handle was recessed enough to allow full implantation of the echo fix femoral stem, decision was made to use a taper lock micro-stem length 95mm instead.